Event description:
Related manufacturer report number: 3006705815-2023-07702. It was reported that the patient's system was explanted due to an infection. No further information is available.

Manufacturer narrative:
B3: event date is estimated. D6b: explant date is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.